Event description:
It was reported the patient lost stimulation and was unable to communicate with her ipg. The patient was sent a replacement charging system and wand which did not resolve the issue. The physician ordered x-rays as the next course of action. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.